Event description:
An office manager reported that following bilateral intraocular lens (iol) implant surgery, a pt has approximately a ten diopter postoperative surprise in the second eye. Additional info was received from the surgeon that the pt can see fine now.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account to properly complete an investigation. Additional info has been requested and received. (B)(4).